Event description:
It was reported that during a prostate procedure @ 376,013 joules of use and 49:58 minutes of use, ¿fiber loss of efficiency¿ was observed. The procedure was completed using a second fiber. There was no injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-444a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the glass cap output area appears depressed; the metal cap exhibits moderate detritus adhesion; the metal cap adhesion location exhibits burnt glue; the glass cap has pushed forward and is protruding from the metal cap; the fiber bevel edge at the output window has shifted forward. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.